Manufacturer narrative:
The customer contacted siemens to report that the aptio automation system aliquoter module (am) placed two different sample identification labels (barcode label) onto a single daughter (aliquot) tube. A siemens customer service engineer (cse) was dispatched to inspect the system. The cse performed a maintenance activity of cleaning the label's glue from the printer and roller, resolving the issue. The cause of two labels being placed onto a single daughter tube is the barcode label printer. The system is performing within specifications. No further evaluation of this device is needed.

Event description:
The customer contacted siemens to report that the aptio automation system aliquoter module (am) placed two different sample identification labels (barcode label) onto a single daughter (aliquot) tube. The labels were from two different patients (parent tubes).there are no known reports of patient intervention or adverse health consequences due to the double labeling of the daughter (aliquot) tube.